Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy after the handle was tried to pull back. It was also noted that the handle spool felt great resistance. Reportedly, the device was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. The catheter was bent at the distal section and the clip arms were misaligned. Microscope examination was performed on the bushing, and no discernible failures observed. It was also noted that the clip wings were inside of the capsule windows, indicating that the first activation had been performed. The device was disassembled for further analysis and all parts of the clip assembly were in good condition. Additionally, x-ray analysis was performed, and it was observed that the control wire was separated from the yoke while the clip assembly was still attached to the device, indicating that there may have been difficulty faced when attempted to release the clip from the catheter. Dimensional examination was performed on the bushing outside diameter, and it was confirmed to be within specification. A further dimensional analysis was performed on the braided shaft, and the lengths of various parts were within specification. A dimensional analysis was also performed between the hooks of the bushing, and both sides a and b were found to be within specification. No other issues with the device were noted. The reported event was confirmed. The investigation concluded that there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to release from the catheter to deploy after the handle was tried to pull back. It was also noted that the handle spool felt great resistance. Reportedly, the device was removed, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.